Event description:
It was reported by repair work order that the head end brakes were not holding due to the missing retaining rings. Also, the side rails had the potential to come unlatched during use due to missing compression spring in the latch assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.